Manufacturer narrative:
Investigation results completed on a cadd -ms 3 slate gray pump. The complaint of pump lost programming was not validated. Device arrived in good physical condition. Event log did not reveal any evidence in the log or confirmed complaint. When testing was done to duplicate the complaint, the issue was not duplicated.. No actions taken and file was found to have no fault with pump. Updated fields b 1 b 4 b 5 d 10 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Follow up report generated when customer response revealed date of event. Device analysis is completed and will be summarized in h 10.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. It was reported that there was no interruption in therapy and the patient had functioning back up pump. No reported adverse effects.